Event description:
It was reported that once the device went ¿dead,¿ the patient had complete recurrence of symptoms with severe nausea and abdominal pain, and she had not been able to eat anything. The patient reportedly went back on jejunostomy tube fluids as she had been using prior to implantation. It was stated that the patient was unable to function and was in the hospital with poorly controlled pain and nausea due to severe gastroparesis. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).